Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "placed multiple accucath 30g and perfect placement with no blood return." Addidional info rcvd 07/18/2022: a detailed description of the event: accucath placed with perfect placement, catheter advanced without any resistance. Once catheter is deployed in vessel no blood return retrieved. In some patients it was difficult to flush or would not be able to flush at all. An exact number of affected patients or devices was not provided by the complainant.